Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 1 mg/ml; 0.48 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The patient recently had magnetic resonance imaging (MRI). The patient was in the office on (B)(6) 2018 for a post MRI check. The logs were interrogated, and a stall occurred (B)(6) 2018; less than two hours since the patient had gotten out of the scanner. There was a stall (B)(6) 2018 12:36am; (B)(6) 2018 recovery 2:53 am, (B)(6) 2018 stall 2:06 pm, (B)(6) 2018 recovery 4:23 pm; (B)(6) 2018 stall 10:43 am, (B)(6) 2018 recovery 12:36 pm. The motor stall was active. The patient did not have an MRI on the other dates. There were no events in the logs prior to the implant date. An alarm was heard (B)(6) 2018 in the office due to stall due to MRI. The patient¿s husband heard the alarm, but the patient did not. The patient was elderly. The patient was educated on withdrawal symptoms and oral medication was given to the patient just in case. The patient was to be seen in office (B)(6) 2018. The patient was in the emergency room (ER) (B)(6) 2018 with symptoms of increased urinary incontinence. A bladder ultrasound was done in the ER when the patient had urinary incontinence issues. The patient was not admitted. The patient did not have retention, or any confirmed issues related to the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient had new implant on (B)(6) 2018. The patient had magnetic resonance imaging (MRI) done on (B)(6) 2018. The pump did restart on the (B)(4) after the MRI at 15:28 approximately four hours later. The hcp talked with the patient on (B)(6) 2018. There was nothing that could attribute to why the motor stalls were occurring but they will definitely watch this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.